Event description:
Spoke with pt's spouse. There was an issue with supplies received and 2 of the vial adapter pack was damaged. Did the patient miss a dose or experience an adverse event as a result of the defective product? No. Defective product lot number and expiration date: unknown and patient didn't provide. Does the patient have the defective product on hand for possible return to the manufacturer. Patient discarded. No additional information available. Reported to (B)(6) by pt/caregiver.